Manufacturer narrative:
The subject device was returned to sorc but has not been returned to omsc. Sorc checked the subject device for evaluation. It was confirmed displaying the errors, b30 and e216 as following order when the connecting repeatedly due to the failure of the electrical circuit board; connection > b30 occurrence > reconnection > b30 occurrence > reconnection > normal display > up and down angle > e216 occurrence. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of sorc, omsc surmised it might be occurred due to the image sensor unit failure or the printed circuit board on the video connector, or the system. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for the repair at olympus service operation repair center (sorc), it was displayed the errors, b30 and e216. The both errors are indicated that there was the communication problem between the subject device and the video processor.there was no patient injury associated with this report.